Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted within the common bile duct of a patient with biliary cancer, on (B)(6) 2011. According to the complainant, the patient had a tight stricture that was not dilated prior to stent placement. It was reported that during the procedure, the stent device was inserted within the common bile duct and was deployed satisfactorily. The physician waited a few moments until he felt the stent had expanded enough to remove the delivery catheter. However, due to the tightness of stricture the stent did not fully expand. As a result, it was difficult to remove the delivery catheter from the stent, and the "yellow sleeve" broke off and became stuck inside the stent. The delivery catheter was removed successfully, and the detached plastic sleeve was retrieved from the stent using rat tooth forceps without further incident. It was reported that the stent remains implanted in the correct position. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) the reported issue of stent expansion issues (B)(4) the reported issue of catheter difficult to remove, component detached from catheter. The complaint indicated that the stent has been implanted; however the delivery system has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted within the common bile duct of a patient with biliary cancer, on (B)(6) 2011. According to the complainant, the patient had a tight stricture that was not dilated prior to stent placement. It was reported that during the procedure, the stent device was inserted within the common bile duct and was deployed satisfactorily. The physician waited a few moments until he felt the stent had expanded enough to remove the delivery catheter. However, due to the tightness of stricture, the stent did not fully expand. As a result, it was difficult to remove the delivery catheter from the stent, and the "yellow sleeve" broke off and became stuck inside the stent. The delivery catheter was removed successfully, and the detached plastic sleeve was retrieved from the stent using rat tooth forceps without further incident. It was reported that the stent remains implanted in the correct position. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the distal handle had been fully retracted and the stent had been fully deployed. The stent was not returned for analysis. The outer sheath was kinked at 128 mm proximal to the distal end of the outer sheath. The device was returned for analysis in two sections as the inner shaft had detached at the skived area of the inner shaft. The inner shaft was also kinked at several locations between the distal tip and the proximal markerband. The distal handle had been fully retracted indicating that the outer sheath had not been moved distally so that it was flush with the tip for removal of the device. No other issues were noted with the profile of the device. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. However, the dfu states "after the stent is correctly positioned and fully deployed, while monitoring under fluoroscopic guidance, hold the leading handle stationary and carefully retract the trailing handle until the tip is flush with the end of the outer sheath. Then retract the delivery system and guidewire through the endoscope." From the condition of the returned device, the outer sheath had not been closed to the tip prior to withdrawal. The dfu states "a sphincterotomy and/or predilatation of the biliary stricture may be performed prior to stent implantation at the discretion of the physician." However, the complaint states that the stricture was not dilated prior to stent placement. These are potential contributing factors to the complaint incident. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context.